Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included iron deficiency, flu syndrome on (B)(6) 2013 and caesarean section. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting/ heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic discomfort ("pelvic pressure"), oligomenorrhoea ("oligomenorrhea"), abdominal pain lower ("severe cramping"), uterine enlargement ("uterine hypertrophy"), cervicitis ("mild chronic cervicitis"), endometrial hyperplasia ("endometrium proliferative phase with breakdown"), adnexa uteri cyst ("unilateral paratubal cyst"), bacterial vulvovaginitis ("bacterial vaginitis") and coital bleeding ("post-coital bleeding"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy +bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, oligomenorrhoea, abdominal pain lower, uterine enlargement, cervicitis, endometrial hyperplasia, adnexa uteri cyst, bacterial vulvovaginitis and coital bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, bacterial vulvovaginitis, cervicitis, coital bleeding, endometrial hyperplasia, genital haemorrhage, menorrhagia, oligomenorrhoea, pelvic discomfort, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015: CT abdomen pelvis without contrast: reason for exam: abdominal pain history: heavy vaginal bleeding, pelvic pain abdominal pain impression: 1. Tiny nonobstructing calculus upper pole right kidney. 2. Possible focal dilation loops of; "m<l11 bowel in the pelvis. Nonspecific, no further evaluation can be made without IV and oral contrast. 3. Fallopian tube embolization coils noted in place. 4. Increased numbers of small mesenteric lymph nodes which can be seen with mesenteric adenitis. No evidenced of appendicitis indication: right upper quadrant pain technique: targeted right upper quadrant ultrasound was performed. Impression: 1. Contracted gallbladder without evidence of cholelithiasis. 2_ no biliary ductal dilatation. 3. Echogenic 2 om focus within the left hepatic lobe, possibly related to a hemangioma. Further evaluation with nonemergent liver protocol MRI or CT may be obtained (B)(6) 2017:surgical pathology reports diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix-mild chronic cervicitis endometrium-proliferative phase with breakdown myometrium-no significant pathologic change serosa-scar, consistent with previous surgical procedure fallopian tubes-unilateral paratubal cyst gross description: red brown fallopian tubes measuring 3.5 em in length and 5.7 cm in length and extends up to 0.6 cm. The longer fallopian tube has a 1cm semi translucent paratubal cyst that contains clear watery most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, pelvic pressure, oligomenorrhea, cramping, cervicitis,endometrium proliferative, paratubal cyst, bacterial vaginitis, post-coital bleeding, device monitoring procedure not performed are added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.